Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records and evaluation of companion samples confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal strings broke from two tampons from the same package. The first tampon was removed manually, while the second could not be removed. The consumer reported that she would seek assistance from a healthcare professional if she was unable to remove the tampon. Multiple attempts were made to follow-up with the consumer, however, these contact attempts were unsuccessful.